Event description:
It was reported that the device exhibited a data loss error after charge cycle: error code 42221. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Event date updated b3, updated a1, b6 and b7. H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported complaint was able to be confirmed. The cause of the issue was unknown. The software was updated and device was changed for 72 hours and let rest for 24 hours. Upon further inspection, the upstream occlusion (uso) seal was found to be separating. The uso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.